Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Reference MFR report numbers: 1221359-2022-01621.

Event description:
The customer reported three (3) conflicting results with the ID now covid-19 assay. This MFR. Report addresses patient three (3) and is three (3) of three (3). The customer reported a conflicting result with the ID now covid-19 assay tested directly. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This supplemental report is being submitted to retract the previous initial MDR report for a false positive , further case review determined that this was a duplicate to the report that was already submitted in 1221359-2022-01566.